Manufacturer narrative:
B3 date of event - event date was reported as 5 years ago. Sec d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed. During the procedure a cardiac perforation occurred. The patient was bleeding out and required cardiopulmonary resuscitation. The procedure was completed successfully with a closure device implanted in the laa. There were no other complications that were reported to have occurred.